Event description:
User reports a water leak coming from the analyzer onto the floor and into the walkway. No one has slipped or fallen and no pt results have been affected.

Manufacturer narrative:
The field service rep determined the cause to be pt serum coating inside waste drain. Plugging drain and cleaned waste tube. Verified waste was discharging without any overflow.